Manufacturer narrative:
The recipient is reportedly experiencing an infection. The surgeon removed the infected mesh. The recipient remains implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly healed. Additional information provided to advanced bionics indicate that on (B)(6) 2020, the recipient experienced a recurrence of device extrusion due to the thinning of the skin flap over time. Attempts were made to close the site of recurrent device extrusion, however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2020, the recipient was reportedly re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced device extrusion due to the pressure from the recipient's eyeglasses and external sound processor. On (B)(6) 2019, the surgeon removed the infected mesh removed, which resulted in drainage. The recipient was given antibiotics and the drainage resolved. On (B)(6) 2019, the recipient underwent skin flap surgery, removal of mesh, and irrigation with bacitracin and ciprofloxacin. The recipient was given stitches. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection was reportedly taken out. The recipient resumed device use. The recipient is presents with tenderness. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient was given betadine to apply to the area.